Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly and time anomaly. The customer's blood glucose was unknown at the time of incident. The vibrate function on insulin pump did not work anymore and the insulin pump clock also slowed down sometimes and it was up to 2 mins off. Troubleshooting was not performed and the device will not be returned for analysis.